Event description:
The reporter called and alleged discrepant results when compared to a lab. The device results reported were 5.0 and 6.5 inr. The corresponding lab results reported were 3.5 and 4.0 inr. The device was replaced and requested to be returned for evaluation.